Event description:
It was reported that on may 12, 1998 the screws which help secure the tibial insert to the tibial tray loosened in left knee. An arthroscopic procedure was required to remove the screw.